Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s niece stated that patient gave herself insulin on the morning of (B)(6) 2019 based on the cgm reading (she did not specify what the value was). She stated she worked at a hospital and that the cgm readings were in range throughout the day. At around 7:00pm, the patient was still at work and became unresponsive and passed out. A nurse found the patient and when they checked her blood sugar it was reading 19 mg/dl. When the patient came to, she checked the cgm and stated the value on the cgm was not matching the finger stick reading. Information regarding treatment was not provided and at the time of contact, the patient was still in the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.